Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient undergoing an MRI procedure, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the implanting clinician did not use the introducer supplied in the kit during the procedure. Infection was not present and the patient does not have contraindicating conditions. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported one incision was irritated, the incision opened and the lead was exposed. The wound was treated with a pressure bandage for two weeks prior to erosion, as the incision looked frail compared to the other incision. An explant procedure was performed on (B)(6), 2023 and new leads were implanted. The patient is healing from the procedure.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient undergoing an MRI procedure, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the implanting clinician did not use the introducer supplied in the kit during the procedure. Infection was not present and the patient does not have contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported one incision was irritated, the incision opened and the lead was exposed. The wound was treated with a pressure bandage for two weeks prior to erosion, as the incision looked frail compared to the other incision. An explant procedure was performed on (B)(6) 2023 and new leads were implanted. The patient is healing from the procedure.